Manufacturer narrative:
(B)(4). Batch # u5cx2f additional information was requested, and the following was received: could you please clarify if there were any patient consequences? It¿s unknown. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? It¿s unknown. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the firing knob fully advanced. Further analysis shows that the cam was not synchronized. The device was opened and the reload was received fully fired. The cam was manually synchronized and tested for functionality with a test reload and all staples fired, cut, and formed as intended. However, the cam was again not synchronized, which did not allow the firing mechanism to return to its initial position. The device was disassembled to verify the condition of the internal components and the right distal channel shroud cam synchronization post was found bent not allowing the cam synchronization after the firing mechanism was deployed. No conclusion could be reached as to what caused the post became to be damaged. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler was stopped in the middle. The knob was stuck. After pushing again 2 to 3 times the jaw was opened.